Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). See manufacture narration.

Event description:
Material no: 50-7510. Batch no: 0001394160. ¿ it was reported that the hose detached from the top of the bottle during draining. ¿ verbatim: the hose detached from the top of the bottle during draining. Upon further inspection, 4 out of the 5 bottles had the same issue. The nurse had no choice but to hold the hose into one as it was being used. This nurse has stated this is not her first time experiencing this issue and it is common according to her team.

Event description:
Material no: 50-7510. Batch no: 0001394160.   It was reported that the hose detached from the top of the bottle during draining.   Verbatim: the hose detached from the top of the bottle during draining. Upon further inspection, 4 out of the 5 bottles had the same issue. The nurse had no choice but to hold the hose into one as it was being used. This nurse has stated this is not her first time experiencing this issue and it is common according to her team. 28jun21 - sent ack & information letter requesting clarification and more detail of defective issue. 28jun21 - email received in response to ack letter: was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage? Prior to the drainage- it was disconnected in the unopened package. Please see attached photos. (Labelled pleurx 3 and 4). If it's before use and did they attempt to reconnect it? Before use. Nurse held tubing in place on one out of five so the customer was still able to be drained. (It is popped out from the top in photos 6 and 7. When compared to other units and sample we have the tubing does not and should not come out). Was the clamp properly closed until after the plunger was pressed? The clamp is not the issue. The hose dislodged from the top of the bottle in the packaging. It should not be able to come out. Please see attached photos. Where is the catheter located? Not sure how to answer this, catheters only go in one place. Please provide photo sample of used bottle showing the reported issue. Many photos included. Both outside the packaging and still inside the packaging.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: four physical sample of lot 0001394160 and 7 photo sample were provided to our quality team for investigation. Through visual inspection, it was observed that the bottles were not used since the safety clip is still attached to the bottles and the drainage line is observed to be disconnected from the bottle therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001394160 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to personnel not following procedure . Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer here